Event description:
It was reported the patient's device was in a power on reset condition (por) following a device reposition. The reason for the reposition was not reported. It was stated that, a day after the reposition, the patient's therapy was not as expected and she was seeing a por message on the patient programmer. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional follow up information received clarified that the discomfort the patient was having was related to the ins rubbing at the waist (band). It was confirmed that the patient was doing good. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead 3093-33, lot # v724357, programmer 3037, serial # (B)(4).

Event description:
Follow up information received indicated that the reason for the repositioning of the implantable neurostimulator (ins) was patient had discomfort. The physician repositioned the ins deeper. It was noted the physician used a cautery which led to the patient's remote not to work causing the power-on-reset (por) condition on the ins. The physician used the clinician programmer to resolve the issue. The patient outcome was reported as "great." If additional information is received, a follow up report will be sent.